Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece, no defects to fiber body. Microscopic inspection of the tip indicated it was degraded. The observed condition of distorted light exiting the connector face indicating an internal fracture. Boston scientific concludes that the reported event is confirmed. The observed condition of no light exiting the connector face, can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. The device history record (DHR) confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on this information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a transurethral holmium laser enucleation of prostate procedure for a benign prostatic hyperplasia, the fiber suddenly stopped working upon the first use. The procedure was completed with another of the same device. There were no patient complications reported. Analysis of the returned device identified an internal connector fracture.